Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a vibratory alert for non-sustained rv oversensing. Myopotential oversensing was suspected. The device was reprogrammed and no further oversensing has been seen. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.